Manufacturer narrative:
The reported events of inability to interrogate, no magnet response and no output were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Testing of the hybrid circuitry indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented in the hospital due to bradycardia. An attempt was made to interrogate the device; however, the device could not be interrogated and did not have any magnet response. Furthermore, there was a loss of pacing noted on the device and no pacing spikes were visible on the electrocardiogram. The device was explanted and replaced to resolve the event, and the patient was stable following the procedure.